Event description:
On 05/26/2023, investigation on the product received was completed. A physical inspection of the returned product confirmed that the product is a non-authentic philips device. This case is now determined to be not reportable.

Manufacturer narrative:
On 05/26/2023, investigation on the product received was completed. A physical inspection of the returned product confirmed that the product is a non-authentic philips device. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00021 submitted on 03/23/2023 can be removed.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in great britain. Manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare plaque control brush head broke into pieces during use. No injury or medical intervention was reported. A potential choking hazard was identified.